Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Child patient prompt with adult pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 12th december 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2014 and was then removed. A pad-pak was re-installed on (B)(6) 2017 ans was then manually power cycled on four occasion. On all occasions, the device powered up in adult patient mode. The pad-pak was then removed. The pad-pak was re-installed on (B)(6) 2017 and powered up in adult patient mode. A test pedi-pak was inserted into the device. The device was manually power cycled and the child patient prompt was given at power up. The device was disassembled to and despite extensive testing no fault could be found.